Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other mitraclip referenced in describe event or problem is filed under a separate medwatch report.

Event description:
This event is filed for difficulty during positioning, which has the potential to cause or contribute to patient injury. It was reported that on (B)(6) 2016, the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. The first clip 60411u138) was prepared and advanced into the patient anatomy. It was noted that there appeared to be a permanent bend in the device and the device was diving medially. When the m knob was applied, the device did not respond appropriately. The clip was able to be closed and the device was removed without injury to the patient. The second clip (60411u141) was prepared for use. During device preparation, the final arm angle was tested; however, the lock mechanism failed and the clip could not be unlocked. The lock lines were cycled through and then the gripper lines were cycled, but the clip could not be opened. The device was not used and a third cds was prepared. The clip was successfully prepared and implanted. The mr was reduced from grade 3-4 to <1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported delivery catheter (dc) shaft bend resulting in difficulty positioning was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the dc shaft bend resulting in the difficulty positioning was due to an identified bent actuator mandrel; however, a definitive cause for the bent actuator mandrel could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.